Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The infusion set tubing was removed and insulin was observed to be dripping out of the cartridge tubing. The connection was reconnected, ensuring it was a tight connection and insulin was observed to be dripping out of the infusion set tubing. Customer acknowledge that the connection may have been loose causing the issue. Customer's blood glucose level was 100 mg/dl.